Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the siderail latch bar was loose, which may have lead to a false latch scenario. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.